Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and occlusion was resolved. Customer's blood glucose was within range (value not provided). Reportedly, customer resumed insulin therapy.